Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine implantation procedure, the right ventricular lead helix was observed to be extended inside the package. The physician exchanged the lead during procedure on (B)(6) 2020. The patient remained in stable condition.